Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that device therapy worked "for a little while,"" and then it did ot work any more for them. The patient said the last time they saw the doctor that put the implant in was a couple years ago, and the doctor told the patient not to worry about the implant being in their body. Patient said that they could feel the outline of the implant battery for years, but then all of a sudden "it's breaking up into little pieces" and those pieces were moving (patient believed that the implant itself had broken into pieces). The patient said it had been the "last couple of years" that the implant had been "breaking up." The patient said they used to only have one lump that they believed was the implant battery, but now they had a bunch of lumps. The patient said the doctor does not seem concerned about this, but the patient was because they had developed a sore that developed on their back that they think came from part of the implant battery. The patient said the sore got infected, and they were on antibiotics, and the patient did not think they should have the implant in their body anymore. The patient said they were changing the dressing over their sore and were having to put some kind of silver cream on it every day to try to get rid of the infection. The patient was directed to the health care provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: correction submitted to update code c50535 to c61375. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient repeated that the ins had broken into pieces and one of the pieces tried to come out and became infected. The patient had not contacted the healthcare provider (hcp) regarding this. The agent reviewed that this issue needed to be addressed by an hcp.